Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803, because of the fatality. As per the information provided by donor center, there was no documentation indicated that there was any abnormality observed on jms wingeater set prior to the donation process and the facility ((B)(6)) did not think that jms wingeater needle set might have contributed to the fatal incident. Based on evaluation results of the investigation carried out, cause of reported event was unlikely to be related to jms(B)(4) as the manufacturing process was within control, the product was found to be with specification and it met all the qa outgoing inspection criteria prior to releasing it into market. In regard to this specific product lot, we have had no reported defect at all to date and lot size (quantity) is (B)(4). From reserve sample evaluation and device history record review, there was no abnormality found on the reported lot number. The products met the qa specifications prior releasing it to the market. There was no malfunction on the needle itself. Lastly, jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. We will continue to work with our customers to improve our products quality.

Event description:
Initial report: the plasma collection facility, (B)(6) noted in section ei is requesting documentation from the soft goods manufacturer if there is any issue with the lots of items used during the donor's donation. Jms needle involved: 820-7005-33, lot #160408331. Information from (B)(6) on (B)(6) 2016: on (B)(6) 2016, 3rd party information from a donor notified the center on the fatal incident. On (B)(6) 2016, the donor's sister came to center in person to provide contact information and let the center know that he had passed. The cause of the fatal incident was due to massive heart attack. The donor's last donation prior to donation before death was (B)(6) 2016. Throughout the donation, donor has had multiple out of range results for blood pressure, pulse and temperature. It was noted on donor record file (drf) that donor was taking amlodipine for blood pressure and lisinoprilhetz. It was recorded in drf that "donor stated he takes medication daily as prescribed." It was also recorded that he took medication within 72 hours of donation according to drf on (B)(6) 2016. The donation was completed with collected plasma of 825ml. No saline was administered during the procedure. The donor had made 232 donations and on average, he would donate bi-weekly. The center had been notified by the chief medical officer, dr, (B)(6) that the FDA will be coming to the center.